Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (b)(6 2018 that a wallflex esophageal fully covered stent was implanted to treat a stricture in the esophagus during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, on (B)(6) 2018, the stent was successfully implanted. On the same day, post procedure, it was noted that the stent had not fully expanded and had migrated. Reportedly, the physician was not comfortable leaving the stent in place. The migrated stent was removed from the patient with an unknown device and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.